Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on june 11, 2018 with blood glucose of 30 to 40 mg/dl at the time of the incident. The customer was at 411 to 312 mg/dl at the time of the call after treating for the low. The customer used food and was given glucose gel to treat the low. The customer used the pump to treat the high. The customer experienced symptoms such as being sweaty, foggy, and confused. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will not be returned for analysis.